Event description:
Philips received a complaint on the v60 ventilator indicating the screen was dim. The system was reported to not be in clinical use. No patient or user harm was reported. Philips service engineer confirmed the dim display issue and determined replacement component was necessary for correction. The service recommendation was provided to the customer for approval.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Philips service confirmed the dim display issue and determined replacement components were necessary for correction. The engineer provided their analysis findings with recommended corrective actions to the customer however the customer declined repair. The device was scrapped at the customer request and is no longer in service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.